Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s cuff was damaged. It was reported that the physician intubated the patient through nasal trachea; a three consecutive nasal intubation was performed. It was stated that the cuff was leaking and required re placement. The customer reported that the patient had mucosal injury bleeding due to three consecutive nasal intubation, and physician required to performed oral intubation as an alternative.